Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: b5, h6 (problem code). A getinge field service engineer (fse) evaluated the unit and replaced the pneumatic module assembly after determining that it was faulty. The equipment was then tested, and all functional parameters were normal. The unit was delivered to the customer for clinical use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a frequent loop leakage alarm and could not be used normally. Restarting the device had no effect. The equipment was replaced. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site address shortened due to character limitations. The complete address is (B)(6). E1 event site telephone was shortened due to character limitations. The complete number is (B)(6).

Event description:
It was reported before use, the cardiosave intra-aortic balloon pump (iabp) test before the equipment was turned on showed that the catheter was restricted. The equipment was replaced. There was no patient involvement.